Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 10-oct-2014. The most recent information was received on 18-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain on the left side, severe pelvic pain/ pain/ pelvic pain"), salpingitis ("inflammation in the exact location of the inserts") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 952110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included add, anxiety, menometrorrhagia and abdominal pain. Concomitant products included ibuprofen (advil) from 2013 to 2017, obetrol (adderall xr) since 2015 and oxcarbazepine (trileptal) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced hot flush ("early perimenopause symptoms- hot flashes"), migraine ("migraines"), fatigue ("fatigue"), weight increased ("rapid weight gain"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal discharge ("vaginal discharge"), feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), insomnia ("insomnia") and menstruation irregular ("irregular periods"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and tendonitis ("chronic tendon inflammation/ chronic severe tendonitis issues throughout my body, including both wrists, both elbows, left knee, and bottom of foot"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dry eye ("chronic dry eye") and alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), arthritis ("joint inflammation") and fallopian tube cyst ("fallopian tubes were covered with cysts"). The patient was treated with surgery (surgery to remove the essure implant, total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and tendonitis had resolved, the salpingitis had not resolved and the inflammation, hypersensitivity, hot flush, migraine, fatigue, weight increased, genital haemorrhage, urinary tract infection, headache, allergy to metals, vaginal discharge, dry eye, arthritis, alopecia, feeling abnormal, disturbance in attention, insomnia, fallopian tube cyst and menstruation irregular outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered allergy to metals, alopecia, arthritis, disturbance in attention, dry eye, fallopian tube cyst, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypersensitivity, inflammation, insomnia, menstruation irregular, migraine, pelvic pain, tendonitis, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results: (B)(6) 2013, hysterosalpingogram (hsg). Findings: 12 spot fluoroscopic images were obtained after cannulation of the cervical. The essure device overlying bilateral fallopian tube. Appears grossly 'within normal position of bilateral essure device, there was no spillage of contrast material from the fallopian tube to suggest patency. The uterine cavity demonstrates a normal morphology; a total fluoroscopic time of 36 seconds was used for the exam. Impression- stats. Post essure procedure with occluded fallopian tubes. (B)(6) 2017, final diagnosis: uterus, cervix, fallopian tubes; total hysterectomy. Bilateral salpingectomy: - disordered proliferative endometrium. - myometrium without significant pathological features, - bilateral fallopian tubes with multiple benign para tubal cysts. - no histological evidence of malignancy is identified. Specimen(s) received: uterus, cervix, bilateral fallopian tubes gross description: uterus, cervix, bilateral fallopian tubes received fresh and subsequently placed in formalin a 150 gram uterus (6.5 x 5.5 x 5 cm) with attached cervix (4 x 3 cm,). And attached bilateral fimbriated fallopian tubes. The uterine serosa is tan-pink and smooth. The exocervix is pink and glistening surrounding a 0.6 cm, ovoid as. Opening of the specimen reveals a 5 x3 5 cm. Endometrial cavities lined by a pink-red glistening endometrium located within the bilateral cor1u are two sealed metallic inserts, consistent with essure co, is. Also notes within the lower anterior uterine segment are focal 1 cm. Area of depression, which displays a slightly increased fibrous cut surface. Sectioning reveals a tan-pink trabeculated momentum with an average thickness of 2.3 cm. No distinct uterine lesions are grossly appreciated. The bilateral fallopian tubes average 6 cm in length and 0.6 cm in diameter. The right fallopian tube shows a central area of dilator (1.5 cm.), and upon sectioning shows marked congest on. No other distinct mass lessons are grossly appreciated. (B)(6) 2017, operative findings: normal ovaries and tubes bilaterally, simple cyst on left ovary approximately 2 1/2 centimeters in diameter. Uterus with evidence of c-section in tower uterine segment. Pelvic sidewalls, anterior cul-de-sac, posterior cul-de-sac and upper abdomen within normal limits. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from (B)(6) 2012. Event pelvic pain was clubbed with previously reported event. Events allergy to metals, alopecia, arthritis, disturbance in attention, dry eye, fallopian tube cyst, fatigue, feeling abnormal, headache, hot flush, insomnia, menstruation irregular, migraine, tendonitis, urinary tract infection, vaginal discharge and weight increased were newly added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037462) on (B)(6) 2014. The most recent information was received on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain on the left side, severe pelvic pain/ pain/ pelvic pain"), salpingitis ("inflammation in the exact location of the inserts") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 952110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included add, anxiety, menometrorrhagia and abdominal pain. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen from 2013 to 2017, obetrol (adderall xr) since 2015 and oxcarbazepine (trileptal) since 2015. In 2012, the patient experienced hot flush ("early perimenopause symptoms- hot flashes"), migraine ("migraines"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal discharge ("vaginal discharge"), feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), insomnia ("insomnia") and menstruation irregular ("irregular periods") and was found to have weight increased ("rapid weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and tendonitis ("chronic tendon inflammation/ chronic severe tendonitis issues throughout my body, including both wrists, both elbows, left knee, and bottom of foot"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dry eye ("chronic dry eye") and alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), arthritis ("joint inflammation"), fallopian tube cyst ("fallopian tubes were covered with cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back injury ("lower back injury"). The patient was treated with surgery (surgery to remove the essure implant, total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and tendonitis had resolved, the salpingitis had not resolved and the inflammation, hypersensitivity, hot flush, migraine, fatigue, weight increased, genital haemorrhage, urinary tract infection, headache, allergy to metals, vaginal discharge, dry eye, arthritis, alopecia, feeling abnormal, disturbance in attention, insomnia, fallopian tube cyst, menstruation irregular, vaginal haemorrhage, menorrhagia and back injury outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered allergy to metals, alopecia, arthritis, back injury, disturbance in attention, dry eye, fallopian tube cyst, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypersensitivity, inflammation, insomnia, menorrhagia, menstruation irregular, migraine, pelvic pain, tendonitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. (B)(6) 2013, hysterosalpingogram (hsg). Findings: 12 spot fluoroscopic images were obtained after cannulation of the cervical. The essure device overlying. Bilateral fallopian tube. Appears grossly 'within normal position of bilateral essure device, there was no spillage of contrast material from the fallopian tube to suggest patency. The uterine cavity demonstrates a normal morphology; a total fluoroscopic time of 36 seconds was used for the exam. Impression- stats. Post essure procedure with occluded fallopian tubes. (B)(6) 2017, final diagnosis: uterus, cervix, fallopian tubes; total hysterectomy. Bilateral salpingectomy: disordered proliferative endometrium. Myometrium without significant pathological features, bilateral fallopian tubes with multiple benign para tubal cysts. No histological evidence of malignancy is identified. Specimen(s) received: uterus, cervix, bilateral fallopian tubes. Gross description: uterus, cervix, bilateral fallopian tubes received fresh and subsequently placed in formalin a 150 gram uterus (6.5 x 5.5 x 5 cm) with attached cervix (4 x 3 cm,). And attached bilateral fimbriated fallopian tubes. The uterine serosa is tan-pink and smooth. The exocervix is pink and glistening surrounding a 0.6 cm, ovoid as. Opening of the specimen reveals a 5 x3 5 cm. Endometrial cavities lined by a pink-red glistening endometrium located within the bilateral cor1u are two ceiled metallic inserts, consistent with essure co, is. Also notes within the lower anterior uterine segment are focal 1 cm. Area of depression, which displays a slightly increased fibrous cut surface. Sectioning reveals a tan-pink trabeculated momentum with an average thickness of 2.3 cm. No distinct uterine lesions are grossly appreciated. The bilateral fallopian tubes average 6 cm in length and 0.6 cm in diameter. The right fallopian tube shows a central area of dilator (1.5 cm.), and upon sectioning shows marked congest on. No other distinct mass lessons are grossly appreciated. (B)(6) 2017, operative findings: normal ovaries and tubes bilaterally, simple cyst on left ovary approximately 2 1/2 centimeters in diameter. Uterus with evidence of c-section in tower uterine segment. Pelvic sidewalls, anterior cul-de-sac, posterior cul-de-sac and upper abdomen within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), lower back injury. Concomitant drug, medical history were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5037462) on 10-oct-2014. The most recent information was received on 21-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain on the left side, severe pelvic pain/ pain/ pelvic pain"), salpingitis ("inflammation in the exact location of the inserts") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 952110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included add, anxiety, menometrorrhagia and abdominal pain. Concomitant products included ibuprofen (advil) from 2013 to 2017, obetrol (adderall xr) since 2015 and oxcarbazepine (trileptal) since 2015. In 2012, the patient experienced hot flush ("early perimenopause symptoms- hot flashes"), migraine ("migraines"), fatigue ("fatigue"), weight increased ("rapid weight gain"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal discharge ("vaginal discharge"), feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating"), insomnia ("insomnia") and menstruation irregular ("irregular periods"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and tendonitis ("chronic tendon inflammation/ chronic severe tendonitis issues throughout my body, including both wrists, both elbows, left knee, and bottom of foot"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dry eye ("chronic dry eye") and alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), arthritis ("joint inflammation") and fallopian tube cyst ("fallopian tubes were covered with cysts"). The patient was treated with surgery (surgery to remove the essure implant, total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and tendonitis had resolved, the salpingitis had not resolved and the inflammation, hypersensitivity, hot flush, migraine, fatigue, weight increased, genital haemorrhage, urinary tract infection, headache, allergy to metals, vaginal discharge, dry eye, arthritis, alopecia, feeling abnormal, disturbance in attention, insomnia, fallopian tube cyst and menstruation irregular outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered allergy to metals, alopecia, arthritis, disturbance in attention, dry eye, fallopian tube cyst, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypersensitivity, inflammation, insomnia, menstruation irregular, migraine, pelvic pain, tendonitis, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results: (B)(6) 2013, hysterosalpingogram (hsg). Findings: 12 spot fluoroscopic images were obtained after cannulation of the cervical. The essure device overlying bilateral fallopian tube. Appears grossly 'within normal position of bilateral essure device, there was no spillage of contrast material from the fallopian tube to suggest patency. The uterine cavity demonstrates a normal morphology; a total fluoroscopic time of 36 seconds was used for the exam. Impression- stats. Post essure procedure with occluded fallopian tubes. ((B)(6) 2017, final diagnosis: uterus, cervix, fallopian tubes; total hysterectomy. Bilateral salpingectomy: - disordered proliferative endometrium. - myometrium without significant pathological features, - bilateral fallopian tubes with multiple benign para tubal cysts. - no histological evidence of malignancy is identified. Specimen(s) received: uterus, cervix, bilateral fallopian tubes gross description: uterus, cervix, bilateral fallopian tubes received fresh and subsequently placed in formalin a 150 gram uterus (6.5 x 5.5 x 5 cm) with attached cervix (4 x 3 cm,). And attached bilateral fimbriated fallopian tubes. The uterine serosa is tan-pink and smooth. The exocervix is pink and glistening surrounding a 0.6 cm, ovoid as. Opening of the specimen reveals a 5 x3 5 cm. Endometrial cavities lined by a pink-red glistening endometrium located within the bilateral cor1u are two ceiled metallic inserts, consistent with essure co, is. Also notes within the lower anterior uterine segment are focal 1 cm. Area of depression, which displays a slightly increased fibrous cut surface. Sectioning reveals a tan-pink trabeculated momentum with an average thickness of 2.3 cm. No distinct uterine lesions are grossly appreciated. The bilateral fallopian tubes average 6 cm in length and 0.6 cm in diameter. The right fallopian tube shows a central area of dilator (1.5 cm.), and upon sectioning shows marked congest on. No other distinct mass lessons are grossly appreciated. (B)(6) 2017, operative findings: normal ovaries and tubes bilaterally, simple cyst on left ovary approximately 2 1/2 centimeters in diameter. Uterus with evidence of c-section in tower uterine segment. Pelvic sidewalls, anterior cul-de-sac, posterior cul-de-sac and upper abdomen within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037462) on 10-oct-2014. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain on the left side, severe pelvic pain/ pain/ pelvic pain'), salpingitis ('inflammation in the exact location of the inserts'), genital haemorrhage ('abnormal bleeding (general)') and syncope ('fainted') in a 43-year-old female patient who had essure (batch no. 952110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included add, anxiety, menometrorrhagia and abdominal pain. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, ciclosporin (restasis) from (B)(6) 2016, codeine phosphate;paracetamol (tylenol with codeine no.3), estrogens esterified;methyltestosterone (estratest) since (B)(6) 2017, ibuprofen from 2013 to 2017 and oxcarbazepine (trileptal) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced hot flush ("early perimenopause symptoms- hot flashes") and migraine ("migraines") and was found to have weight increased ("rapid weight gain"). In (B)(6) 2013, the patient experienced tendonitis ("chronic tendon inflammation/ chronic severe tendonitis issues throughout my body, including both wrists, both elbows, left knee, and bottom of foot"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating") and insomnia ("insomnia"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dry eye ("chronic dry eye"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), arthritis ("joint inflammation"), fallopian tube cyst ("fallopian tubes were covered with cysts"), back injury ("lower back injury"), contusion ("bruise"), bladder pain ("bladder pain"), anxiety ("anxious"), syncope (seriousness criterion medically significant), dry skin ("dry skin and hair "), hair texture abnormal ("dry skin and hair"), menopause ("premenopause"), burning sensation ("feeling in the front of both hip bone areas/constant burning pain on both hip bone areas"), scar ("scar tissue"), abdominal distension ("abdominal swelling"), adnexa uteri pain ("constant ache in the location of my fallopian tube") and cystitis ("bladder infection") and was found to have uterine leiomyoma ("fibroids") and white blood cells urine positive ("urine white blood cell count high"). The patient was treated with surgery (surgery to remove the essure implant, total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and tendonitis had resolved, the salpingitis had not resolved and the inflammation, hypersensitivity, hot flush, migraine, fatigue, weight increased, genital haemorrhage, urinary tract infection, headache, allergy to metals, vaginal discharge, dry eye, arthritis, alopecia, feeling abnormal, disturbance in attention, insomnia, fallopian tube cyst, menstruation irregular, vaginal haemorrhage, menorrhagia, back injury, contusion, bladder pain, anxiety, syncope, uterine leiomyoma, dry skin, hair texture abnormal, menopause, burning sensation, scar, abdominal distension, adnexa uteri pain, cystitis and white blood cells urine positive outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthritis, back injury, bladder pain, burning sensation, contusion, cystitis, disturbance in attention, dry eye, dry skin, fallopian tube cyst, fatigue, feeling abnormal, genital haemorrhage, hair texture abnormal, headache, hot flush, hypersensitivity, inflammation, insomnia, menopause, menorrhagia, menstruation irregular, migraine, pelvic pain, scar, syncope, tendonitis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased and white blood cells urine positive to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. (B)(6) 2013, hysterosalpingogram (hsg) findings: 12 spot fluoroscopic images were obtained after cannulation of the cervical. The essure device overlying bilateral fallopian tube. Appears grossly 'within normal position of bilateral essure device, there was no spillage of contrast material from the fallopian tube to suggest patency. The uterine cavity demonstrates a normal morphology; a total fluoroscopic time of 36 seconds was used for the exam. Impression- stats. Post essure procedure with occluded fallopian tubes. (B)(6) 2017, final diagnosis: uterus, cervix, fallopian tubes; total hysterectomy. Bilateral salpingectomy: - disordered proliferative endometrium. - myometrium without significant pathological features, - bilateral fallopian tubes with multiple benign para tubal cysts. - no histological evidence of malignancy is identified. Specimen(s) received: uterus, cervix, bilateral fallopian tubes gross description: uterus, cervix, bilateral fallopian tubes received fresh and subsequently placed in formalin a 150 gram uterus (6.5 x 5.5 x 5 cm) with attached cervix (4 x 3 cm,). And attached bilateral fimbriated fallopian tubes. The uterine serosa is tan-pink and smooth. The exocervix is pink and glistening surrounding a 0.6 cm, ovoid as. Opening of the specimen reveals a 5 x3 5 cm. Endometrial cavities lined by a pink-red glistening endometrium located within the bilateral cor1u are two ceiled metallic inserts, consistent with essure co, is. Also notes within the lower anterior uterine segment are focal 1 cm. Area of depression, which displays a slightly increased fibrous cut surface. Sectioning reveals a tan-pink trabeculated momentum with an average thickness of 2.3 cm. No distinct uterine lesions are grossly appreciated. The bilateral fallopian tubes average 6 cm in length and 0.6 cm in diameter. The right fallopian tube shows a central area of dilator (1.5 cm.), and upon sectioning shows marked congest on. No other distinct mass lessons are grossly appreciated. (B)(6) 2017, operative findings: normal ovaries and tubes bilaterally, simple cyst on left ovary approximately 2 1/2 centimeters in diameter. Uterus with evidence of c-section in tower uterine segment. Pelvic sidewalls, anterior cul-de-sac, posterior cul-de-sac and upper abdomen within normal limits. Concerning the injuries were reported in this case, the following ones were described via social media : bruise, anxious, bladder pain, fainted, fibroids, dry skin and hair , pre menopause, scar tissue, feeling in the front of both hip bone areas/constant burning pain on both hip bone areas, abdominal swelling. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs & social media received- new events bruise, anxious, bladder pain, bladder infection,urine wbc increased, fainted, fibroids, dry skin and hair , pre menopause, scar tissue, feeling in the front of both hip bone areas/constant burning pain on both hip bone areas and abdominal swelling were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037462) on 10-oct-2014. The most recent information was received on 31-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain on the left side, severe pelvic pain/ pain/ pelvic pain') and salpingitis ('inflammation in the exact location of the inserts') in a 43-year-old female patient who had essure (batch no. 952110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. (B)(6) 2013, hysterosalpingogram (hsg) findings: 12 spot fluoroscopic images were obtained after cannulation of the cervical. The essure device overlying bilateral fallopian tube. Appears grossly 'within normal position of bilateral essure device, there was no spillage of contrast material from the fallopian tube to suggest patency. The uterine cavity demonstrates a normal morphology; a total fluoroscopic time of 36 seconds was used for the exam. Impression- stats. Post essure procedure with occluded fallopian tubes. (B)(6) 2017, final diagnosis: uterus, cervix, fallopian tubes; total hysterectomy. Bilateral salpingectomy: - disordered proliferative endometrium. - myometrium without significant pathological features, - bilateral fallopian tubes with multiple benign para tubal cysts. - no histological evidence of malignancy is identified. Specimen(s) received: uterus, cervix, bilateral fallopian tubes gross description: uterus, cervix, bilateral fallopian tubes received fresh and subsequently placed in formalin a 150 gram uterus (6.5 x 5.5 x 5 cm) with attached cervix (4 x 3 cm,). And attached bilateral fimbriated fallopian tubes. The uterine serosa is tan-pink and smooth. The exocervix is pink and glistening surrounding a 0.6 cm, ovoid as. Opening of the specimen reveals a 5 x3 5 cm. Endometrial cavities lined by a pink-red glistening endometrium located within the bilateral cor1u are two ceiled metallic inserts, consistent with essure co, is. Also notes within the lower anterior uterine segment are focal 1 cm. Area of depression, which displays a slightly increased fibrous cut surface. Sectioning reveals a tan-pink trabeculated momentum with an average thickness of 2.3 cm. No distinct uterine lesions are grossly appreciated. The bilateral fallopian tubes average 6 cm in length and 0.6 cm in diameter. The right fallopian tube shows a central area of dilator (1.5 cm.), and upon sectioning shows marked congest on. No other distinct mass lessons are grossly appreciated. (B)(6) 2017, operative findings: normal ovaries and tubes bilaterally, simple cyst on left ovary approximately 2 1/2 centimeters in diameter. Uterus with evidence of c-section in tower uterine segment. Pelvic sidewalls, anterior cul-de-sac, posterior cul-de-sac and upper abdomen within normal limits. Concurrent conditions included add, anxiety, menometrorrhagia and abdominal pain. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015, ciclosporin (restasis) from (B)(6) 2016, codeine phosphate;paracetamol (tylenol with codeine no.3), estrogens esterified;methyltestosterone (estratest) since (B)(6) 2017, ibuprofen from 2013 to 2017 and oxcarbazepine (trileptal) since 2015. In 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced hot flush ("early perimenopause symptoms- hot flashes") and migraine ("migraines") and was found to have weight increased ("rapid weight gain"). In (B)(6) 2013, the patient experienced tendonitis ("chronic tendon inflammation/ chronic severe tendonitis issues throughout my body, including both wrists, both elbows, left knee, and bottom of foot"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), feeling abnormal ("brain fog"), disturbance in attention ("difficulty concentrating") and insomnia ("insomnia"). In 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dry eye ("chronic dry eye"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced inflammation ("inflammation"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), arthritis ("joint inflammation"), fallopian tube cyst ("fallopian tubes were covered with cysts"), back injury ("lower back injury"), contusion ("bruise"), bladder pain ("bladder pain"), anxiety ("anxious"), syncope ("fainted"), dry skin ("dry skin and hair"), hair texture abnormal ("dry skin and hair"), menopause ("premenopause"), burning sensation ("feeling in the front of both hip bone areas/constant burning pain on both hip bone areas "), scar ("scar tissue"), abdominal distension ("abdominal swelling"), adnexa uteri pain ("constant ache in the location of my fallopian tube"), cystitis ("bladder infection"), arthralgia ("my left hip is killing me to"), amenorrhoea ("missed periods"), emotional disorder ("weepy emotion"), bone pain ("still have constant ache feeling in the front of both hip bone area") and premature menopause ("I'm in early menopause") and was found to have uterine leiomyoma ("fibroids") and white blood cells urine positive ("urine white blood cell count high"). The patient was treated with surgery (surgery to remove the essure implant, total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and tendonitis had resolved, the salpingitis had not resolved and the inflammation, hypersensitivity, hot flush, migraine, fatigue, weight increased, genital haemorrhage, urinary tract infection, headache, allergy to metals, vaginal discharge, dry eye, arthritis, alopecia, feeling abnormal, disturbance in attention, insomnia, fallopian tube cyst, menstruation irregular, vaginal haemorrhage, menorrhagia, back injury, contusion, bladder pain, anxiety, syncope, uterine leiomyoma, dry skin, hair texture abnormal, menopause, burning sensation, scar, abdominal distension, adnexa uteri pain, cystitis, white blood cells urine positive, arthralgia, amenorrhoea, emotional disorder, bone pain and premature menopause outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, arthritis, back injury, bladder pain, bone pain, burning sensation, contusion, cystitis, disturbance in attention, dry eye, dry skin, emotional disorder, fallopian tube cyst, fatigue, feeling abnormal, genital haemorrhage, hair texture abnormal, headache, hot flush, hypersensitivity, inflammation, insomnia, menopause, menorrhagia, menstruation irregular, migraine, pelvic pain, premature menopause, scar, syncope, tendonitis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased and white blood cells urine positive to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: social media: new events: premature menopause, bone pain, emotional disorder, amenorrhoea, arthralgia, were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain on the left side, severe pelvic pain/ pain") and salpingitis ("inflammation in the exact location of the inserts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criterion medically significant). On an unknown date, the patient experienced inflammation ("inflammation") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and salpingitis had not resolved and the inflammation and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, inflammation and pelvic pain to be related to essure. The reporter provided no causality assessment for salpingitis with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated and lawyers added (legal case). Event inflammation, allergic reaction, and updated event stabbing pelvic pain on the left side, severe pelvic pain / pain ( previously reported as stabbing pelvic pain on the left side, severe pelvic pain) and intervention required (device) was tick and case become incident, reporter casualty was related (previously not reported). On (B)(6) 2017 essure explanted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.